Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. 10 retained samples from lot number 3163205, were drawn with water, centrifuged at 1300g 10min. None of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifugation of bd vacutainer® lh pst¿ ii plus blood collection tubes, stopper was released from tubes. No patient impact reported. When centrifugation of tubes ended, customer saw that stopper was released from tubes. I have asked the customer for more information. No impact regarding patient or staff. No photos. Protections gloves was used.

Event description:
It was reported that after centrifugation of bd vacutainer® lh pst¿ ii plus blood collection tubes, stopper was released from tubes. No patient impact reported. When centrifugation of tubes ended, customer saw that stopper was released from tubes. I have asked the customer for more information. No impact regarding patient or staff. No photos. Protections gloves was used.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.